Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial lead had dislodged and there was loss of capture. It was further reported that after implant of a pulmonary artery pressure sensor, the lead had high capture threshold. The lead was programmed off. The implantable pulse generator (ipg) system was explanted three days later due to infection and the patient was treated with antibiotics. The source of the infection was requested and is unknown. No further patient complications have been reported as a result of this event.